Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 8mm (tsv6b8) was returned for investigation. Visual inspection of the as returned product identified wear about threads, and debris is noted at the vent. The internal drive feature is similarly worn. The product matched print specifications were measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsv6b8) was unable to be placed. The customer stated that the patient's sinus was in the way and that a sinus lift had to be performed. Site was grafted and patient will return to place implant. Tooth location 14.